Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had flow issues. The following information was provided by the initial reporter: during the site visit this morning, (B)(6), 2026, the following feedback was received along with my observations. Additional information applicable to pr (B)(4) for concerns with secondary infusion delivery with reported observations of remaining secondary medication, the pump pulling from the primary bag, and significant chemotherapy infusion delays. This intermountain clinic stated they only are having issues with infusions delivered through bottles: ivig was a common infusion they administer via a glass bottle. Nurse simulated their setup for an ivig secondary infusion, with taping a rubber band on a small saline bottle and hanging the bottle on an IV pole, the simulation also included a primary fluid infusion which the ivig secondary set was attached to back priming the secondary set with vent open may result in wetting the vent (observed by cpc during nurse simulation) drip chambers not filled 2/3 full (observed by cpc during nurse simulation) when the secondary bottle is complete they are reporting remaining secondary medication in the bottle they are also experiencing concurrent flow from both the primary IV bag and the IV bottle (observed by cpc during nurse simulation) alaris devices were implemented to all outpatient intermountain area clinics on (B)(6), 2026. Nursing were using plum pumps before. Transition from plum pumps to alaris pumps has been challenging for clinicians with secondary infusion setup and delivery. Alaris systems/pump modules positioned high on IV poles which appeared to be above patient heart level if a patient were to be seated. IV poles not extended above the alaris devices which would have supported appropriate head height for both primary and secondary IV containers. One nurse commented that position of pump and IV bags was never something she practiced at a large las vegas hospital and never had any issues with her infusions. Nurses were reminded to lower the primary on a single hanger for secondary delivery. 500/500 rule (use two hangers only when the secondary IV container is 500mls or larger or the secondary flow rate is 500mls/hr. Or greater) is not applicable to their clinical practice as secondary IV containers or flow rates would never be that high. Nurses mix all infusions on this unit. They will extract amount of fluid from the IV bag which equals the amount of medication added to the IV bag, but do not account for bag overfill. Nurses do not edit the vtbi for their infusions. Interop programming is not used by this clinic as their orders are not in epic, which they have reported to intermountain and don¿t know if their requests will be included in a later version of the intermountain corporate data set. Nurse shown how to use restore to bring up previous secondary programming, keep the same infusion rate and change vtbi to deliver remaining secondary medication. Additional observations: primary IV set # (B)(6). Secondary IV set # (B)(6). With IV set demonstration, nurse perfectly following steps for proper IV set loading.